Manufacturer narrative:
A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Additionally, this was the first reported adverse event of this nature associated with this lot. Monitoring will continue to be performed for this lot.

Event description:
Tcar procedure performed under general anesthesia per standard protocol. 45 minute procedure time with 5 minute flow reversal. Pre-dilatation performed, stent was deployed, no post-dilatation was performed. Patient responded appropriately post-procedure after waking from anesthesia. Patient presented the following day prior to discharge with stroke symptoms. CT showed stent to be patent. Tpa given to treat embolic event.